Event description:
Customer reported patient failed to react with screening cell #3 (lea+) from 0.8% surgiscreen lot vss614 exp 01apr2014. Additional testing was performed with 0.8% resolve panel a and anti-lea was identified. Customer states that the sample in question was tested and showed 1+ positive with cell #2 (lea negative). All testing was performed manually with mts igg cards no bias results were reported. Daily qc performed and found to be acceptable.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).